Manufacturer narrative:
It was reported that a patient underwent placement of a trapease filter. The filter is reported to be embedded and cannot be retrieved and the patient experiences anxiety related to the device. The indication for the device implant was a history of deep vein thrombosis (dvt) and pulmonary embolism in a patient with anemia requiring a transfusion. The patient also had a history of auto-immune deficiency disease with cytomegalovirus and ulcers of the esophagus. The information received indicates that the device cannot be removed, however; there are no documented attempts at removal of the device. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films or post-implant images for review, the reported allegation of filter embedded could not be confirmed. The timing and mechanism of the filter becoming embedded has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient underwent placement of a trapease filter. The following additional information received per the patient profile form (ppf) indicates the device was implanted due to a history of deep vein thrombosis (dvt.) The patient is reported to have tolerated the index procedure well. The ppf indicates the device cannot be removed, although there have been no known documented attempts to retrieve the filter. The patient is also reported to continue to experience anxiety related to the filter.